Manufacturer narrative:
Additional information was provided. The following sections were updated: section a2 - age at time of event: updated from no information to 71. Section a2 - age units (patient): updated from no information to years. Section a3a - sex: updated from no information to female. This report is being filed on an international product, list number 08p13-24 that has a similar product distributed in the us, alinity I stat high sensitivity troponin-I, list number 04z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided: reference range male: <34.2 ng/l, female: <15.6 ng/l. On (B)(6) 2025, sid (B)(6), initial troponin result= 939.6 ng/l; repeat result (analyzer (B)(6)= 5.5 ng/l there was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 78011ud00, however, no trends were identified for the alinity I stat high sensitivity troponin-I assay. Device history review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. In-house accuracy testing with a retained kit of reagent lot 78011ud00 was completed. All validity and acceptance criteria have been met, indicating that the lot is performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I, lot 78011ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I for one patient. The following results were provided: reference range male: <34.2 ng/l, female: <15.6 ng/l. On (B)(6) 2025, sid (B)(6), initial troponin result= 939.6 ng/l; repeat result (B)(6) = 5.5 ng/l there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-24 that has a similar product distributed in the us, alinity I stat high sensitivity troponin-I, list number 04z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.